Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: during the inspection, the reported customer issue was not confirmed, however, image check found the image was dark and yellowish due to faulty ccd. Furthermore, during inspection it was determined the device nozzle was clogged by foreign material however, the inspection engineer could not specify what the foreign material was. The foreign material was removed from the nozzle. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of scope leaking. The issue found during preparation for use. The device was replaced with another device and the intended gastroscopy procedure was completed with no patient harm or injury due to the event. No delay in the procedure was reported. No user injury. Device evaluation found nozzle is clogged with foreign material. This report is being submitted for foreign material clogged inside the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter was clogging the nozzle. No other information about the foreign body was obtained. There are no obvious deviations in the user's reprocessing procedures. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspect the air-feeding function and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.